Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72", "bridge test failed" and "pacer fault 116". Complainant indicated that there was no pt involvement in the reported malfunction.